Event description:
Instrument broke during surgery, and the tip could not be retrieved. The weld holding the tip of the instrument failed. This caused a surgical delay of 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted rod trial confirmed the tip has become disassembled from the rod trial body. Depuy warsaw product development engineering has reported further investigation will be required to identify root cause and corrective actions. Ww CAPA 001151 was initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.